Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient experienced pain located at the ipg pocket site. Surgical intervention occurred on (B)(6) 2023 where the ipg pocket was revised. Therapy was restored post procedure.

Manufacturer narrative:
A patient experiencing pain at ipg pocket was reported to abbott. Surgical intervention occurred where the ipg pocket was revised. Therapy was restored post procedure. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.